Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the venous line occluder module would not move past 96%. The device was used for the procedure. The user reported, the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.